Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with no damage observed on the pump. Event log history was performed and indicated that two 10ml followed by one 20ml bolus tests were performed prior to the pumps return to smiths. During analysis, the customer's concern regarding failed accuracy -12.35% was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Visual inspection confirmed that the pump's lens had scratches. Service will replace lens. Customer may need to verify condition of the accessories used in their volume testing prior to performing volume test. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (-12.35%). It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed accuracy (-12.35%). No patient involvement.